Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while brushing his teeth. During the in-office visit while the patient was reproducing the movements, a decrease in r-wave amplitudes causing t-wave oversensing was observed. The sensing vector was reprogrammed from secondary to primary and the s-ICD remains implanted. No adverse patient effects were reported.